Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 3a endoleak of the aortic components with separation, the contained rupture, the infection and explant were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the infection is anatomy related as it was identified as being aortoduodenal fistula. The most likely causation for the type 3a endoleak could not be determined however the safety and effectiveness of implanting a 34mm proximal extension with a 25mm main body has not been established therefore this could have contributed to the 3a endoleak. The final patient status was reported being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Devices not available.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft, an infrarenal aortic extension and a limb extension. Approximately nine and a half (9.5) years post initial procedure, the patient presented emergently with a contained aortic rupture, an infected graft, and a type iiia endoleak with complete component separation between the bifurcated device and aortic extension. The physician elected to treat the patient by explanting the afx devices on (B)(6) 2021, and the patient is reportedly in stable condition.